Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. During the call, the caller noted an issue documented in the operation notes for which she provided the following: they attempted to do a left side lead implant on (B)(6) 2011 but the procedure was aborted because of paralysis and epileptic seizures beginning gradually with eye deviation. It was also noted the patient had a history "or" parkinson's ataxia that was unexpected since 2011 and seizure progression. No further complications were reported or anticipated.